Manufacturer narrative:
Pump received with the operating currents within specification and passed the self-test, unexpected error test, rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. The drive support disk was inspected and no anomaly noted. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Event description:
It was reported via phone call that customer received the drive support cap notice. Caller reported that drive support cap was able to be pushed in. Caller reported that customer went to the emergency room three or four times during the summer and was hospitalized once with blood glucose of over 600 mg/dl. Customer was hospitalized due to hyperglycemia and diabetic ketoacidosis. It was reported that customer has had bent cannulas and scar tissues. Caller was advised that insulin pump would need ot be replaced.